Event description:
On (B)(6) 2020, a peritoneal dialysis (pd) patient's contact reported to fresenius customer service (cs) that a patient passed away on (B)(6) 2020, while in the hospital. The reason for the patient's hospitalization and the date of their admission was not reported. According to the contact, the patient was in the hospital completing both hemodialysis and continuous ambulatory peritoneal dialysis (capd). However, the products being utilized in the hospital were not fresenius products. During the hospitalization, the patient reportedly contracted peritonitis. The contact stated that the patient's pd catheter (not a fresenius product) was never cleaned prior to connecting for treatment. The cause of death was reported to be cardiac related. Attempts to obtain confirmation and additional information from the patient's pd nurse were unsuccessful. There was no allegation of a fresenius device malfunction or deficiency and it was reported that the hospital was not using fresenius products for capd therapy. However, the reason for the patient's hospitalization was unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)